Event description:
It was reported that during testing conducted at the manufacturer facility blade whip was observed, creating an incision larger than desired and causing the blade to pop out during cut testing. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.

Event description:
It was reported that during testing conducted at the manufacturer facility blade whip was observed, creating an incision larger than desired and causing the blade to pop out during cut testing. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
The reported blade whip was identified during functional evaluation by a manufacturer repair technician. Upon disassembly, it was found that the crest to crest spring had inadequate force, which can contribute to the reported event.